Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm force bipolar instrument was found to have a loose wire. The procedure was completed with no reported patient injury. Isi followed up with the initial reporter and obtained the following additional information: the device was not used on a patient, and the damage occurred outside of a surgical procedure. There were no reports of fragments falling into a patient, no actions required related to fragment retrieval, and the patient did not return to the hospital for any post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken conductor wire within the amplification pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. A piece of the conductor wire measuring approximately 2.41 mm x 0.67 mm was detached and was not returned with the instrument. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove.